Manufacturer narrative:
(B)(4). S.w version 4.11d. Pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The test reservoir does lock properly inside the reservoir tube. Pump passed the displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.